Event description:
It was reported an animal underwent a mass removal veterinary procedure in (B)(6) 2024 and suture was used. Post-op, it was reported by a customer from pismo beach veterinary clinic, that a patient (dog) had a reaction to the suture. They did a mass removal in (B)(6) 2024, and used the suture for that. They said that abscess appeared at surgical site, they cultured it and used antibiotics. They had to do another surgery to remove the tissue around the suture, and there was still suture in there along with puss like substance. On (B)(6) 2024 additional information was received and stated that tissue was thickened and fibrous with multiple draining areas, and mulitple small pieces of clear suture that looked like fishing line. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: customer replied to email feed on (B)(6) with answers and images were attached. Can you identify the lot number of the product that was used? Lot no. Tlmbkc was there any deficiency with the device? No, we are thinking it was a reaction to the suture what was the appearance of the suture after the reoperation on the animal? Please explain. Tissue was thickened and fibrous with multiple draining areas, and mulitple small pieces of clear suture that looked like fishing line please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), technical supervisor (B)(6). D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.